Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20549034. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 20675816.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure. The explanted devices were discarded by medical facility.